Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical engineer (biomed) at a user facility reported that the fresenius 2008t hemodialysis (hd) machine was removed from service for fluctuating conductivity and had found pinched wires from the acid pump that were slightly melted and discolored, indicative of heat damage. A patient was not connected to the machine at the time of the incident. The acid pump was an original component of the machine. There was no burning smell, smoke, flame, or spark reported. The biomed did not observe any damage to other components. A fresenius regional equipment specialist (res) performed an on-site evaluation of the machine. The res found that the acid pump had been making a grinding noise and there was a broken pin on the distribution board. The res replaced the acid pump and the distribution board. The res also replaced the blood pump module due to a blood pump error. Following the parts replacement, the system was restored to full functionality. The unit was returned to service at the user facility without a recurrence of the event as reported. No parts have been made available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. The 2008t hemodialysis (hd) machine was evaluated at the facility by the fresenius regional equipment specialist (res). The res replaced the acid pump due to melted wires and grinding sound, replaced the distribution board due to a broken pin and conductivity problems, and replaced the blood pump module due to a blood pump error. After the repair, machine functional checks were performed and all tests found the unit to be functioning properly. The unit was reportedly placed into service at the user facility without any further issue. The investigation into the cause of the reported problem was able to confirm the failure mode. The res had to replace the acid pump due to melted wires. Therefore, the complaint has been deemed confirmed.

Manufacturer narrative:
Additional information and device evaluation - additional plant investigation was provided. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Method codes updated. Results and conclusion codes remain unchanged.